Manufacturer narrative:
(B)(4). The device was returned to baxter, however, service did not have visibility of the symptom and eval did not identify any failed parts associated with the close door alarm. The device passed all functionality testing prior to being returned to the customer. The device was found to be within specification regarding the reported symptom.

Event description:
It was reported that a spectrum infusion pump had a close door alarm when the door was closed. Any pt injury or involvement is unk.